Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: mr (B)(6); body part to which device was applied: left femur; surgery description: correction; patient's information: (B)(6), male, weight (B)(6), height (B)(6), previous health conditions: rickets; problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: "advanced micrometric translation angulation clamp. The aforementioned clamp is positioned distally on the rail of three clamps. In the angulation phase of the correction of the left femur, the distal screw whilst be. The complaint report from indicates: the device failure had adverse effects to patient - loss of distraction/correction achieved; the surgery was not completed with used device; a replacement device was not immediately available; consultant is reasonably happy enough, angulation correction has been achieved; the event did not lead to a clinically relevant increased in the duration of the surgical procedure; it has to be decided if an additional surgery is required; copies of the operative report are not available; copies of the x-rays are not available; information on patient current health condition: also on the right femur, when performing the angulation the three distal half pins in the angulation clamp are not bending under load. The consultant has now stopped correcting the angulation under safety concerns. Note and comments: mr (B)(6) will make a decision over the next few days to see if a further surgical correction is necessary. Further information received from the distributor on july 15, 2015: "the clamp is still on the rail. I have asked for it to be returned when possible." Further information received from the distributor on july 16, 2015: "unfortunately the clamp will not be removed from the rail for 6-8 weeks, when it is done I will send it to (B)(6) asap. No more further corrections will be done on the patient. The patient is healthy, though unhappy that the full correction may not have been achieved." Further information received from the distributor on july 24, 2015: "the clamp broke during the final adjustment during a postoperative clinic held in (B)(6) clinic on the (B)(6) 2015. I believe it was to be the final adjustment of the clamp on both femurs as full lengthening had been achieved very successfully. The original date of the surgery was the (B)(6) 2015, in (B)(6) bilateral femoral lengthening (bifocal) and the adjustments would have been completed there after by the patient and nurses. On the (B)(6) as the consultant was twisting the screw in the clamp for the adjustment it broke (left femur) and during the same process on the right femur the pins bent. I have asked clinical nurse managers for x-rays, but they cannot release them without express permission from the consultant. Both rails consisted of a straight clamp, micrometric translation angulation clamps, and an inclination clamp. The straight clamp was positioned proximally, the inclination clamp middle and the translation angulation clamp distally. The products can be returned after removal." Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records the device involved in this event has not yet been received by orthofix srl. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. The technical evaluation will be performed as soon as the device becomes available. (Please also kindly refer to MFR report number 9680825-2015-00025 follow up 1 / 9680825-2015-00030 follow up 1 / 9680825-2015-00031 follow up 1). Medical evaluation: the information available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation: "this young man with rickets was having a correction of deformity in both femurs, using the lrs advanced and the angulation/translation clamp in both cases to make the correction. We need to understand exactly what was being planned and the exact chronology of the interventions with the appropriate x-rays. On the left femur, one of the two angulation / translation screws has broken under the load applied. In the right femur, the three 6 mm bone screws in the clamp are all bending in parallel. Both of these events, particularly the second, require enormous force to be applied, so we need to understand what has happened. With the information supplied so far it is not possible to say what happened and why. I know that the report says that x-rays will not be available, but with the current information I strongly suspect that these problems are due to user error, and we need to clarify whether this is the case or not. So this (B)(6) male patient has had bilateral femoral lengthening after the initial operation on (B)(6). Normally I would expect that only one femur would be operated on at one time, because only partial weightbearing is suggested with external fixation of the femur. However, with bilateral fixation, partial weightbearing is impossible, so each frame would have been subject to full weightbearing, unless the patient was confined to bed for the duration of treatment, which is unlikely. The point is that because this treatment was bilateral, the frames will have been subjected to a considerable load because of the weightbearing, and this may have contributed to the failure. We do not know the type of deformity that was being corrected, but it is likely to have been a varus deformity. To correct a varus deformity of the femur with laterally placed external fixation, it is necessary to lengthen first in the usual way, then shorten and make the correction acutely. It is impossible to correct the varus without shortening, because correcting the varus with a lateral external fixator also produces lengthening. The point is also made on the manuals that the surgeon must support the limb while correction is being carried out, to reduce the load on the bone screws. We need to understand whether sufficient shortening had occurred prior to attempted angular correction. It is unclear from the information received whether the final correction was achieved or not, and we do not know the current situation of the patient. We still need to see x-rays and the treatment plan to understand why this happened." Orthofix srl has requested further information on the event such as copy of x-rays and the treatment plan, whether the final correction was achieved or not and patient current health condition. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the technical evaluation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: mr (B)(6); body part to which device was applied: left femur; surgery description: correction; patient's information: (B)(6), male, (B)(6), previous health condition: rickets. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "advanced micrometric translation angulation clamp. The aforementioned clamp is positioned distally on the rail of three clamps. In the angulation phase of the correction of the left femur, the distal screw whilst being screwed snapped under load." The complaint report form indicates: the device failure had adverse effects to patient -loss of distraction/correction achieved; the surgery was not completed with used device; a replacement device was not immediately available -consultant is reasonably happy enough, angulation correction has been achieved; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; it has to be decided if an additional surgery is required; copies of the operative report are not available; copies of the x-rays are not available; information on patient current health condition: also on the right femur, when performing the angulation the three distal half pins in the angulation clamp are now bending under load. The consultant has now stopped correcting the angulation under safety concerns. Note and comments: mr. Moore will make a decision over the next few days to see if a further surgical correction is necessary. Further information received from the distributor on july 15, 2015: "the clamp is still on the rail. I have asked for it to be returned when possible." Further information received from the distributor on july 16, 2015: "unfortunately the clamp will not be removed from the rail for 6-8 weeks, when it is done I will send it to verona asap. No more further corrections will be done on the patient. The patient is healthy, though unhappy that the full correction may not have been achieved." Further information received from the distributor on july 24, 2015: "the clamp broke during the final adjustment during a postoperative clinic held in (B)(6) clinic on the (B)(6) 2015. I believe it was to be the final adjustment of the clamp on both femurs as full lengthening had been achieved very successfully. The original date of the surgery was the (B)(6) 2015, in (B)(6) hospital bilateral femoral lengthening (bifocal) and the adjustments would have been completed there after by the patient and nurses. On the (B)(6) as the consultant was twisting the screw in the clamp for the adjustment it broke (left femur) and during the same process on the right femur the pins bent. I have asked clinical nurse managers for x-rays, but they cannot release them without express permission from the consultant. Both rails consisted of a straight clamp, micrometric translation angulation clamp, and an inclination clamp. The straight clamp was positioned proximally, the inclination clamp middle and the translation angulation clamp distally. The products can be returned after removal. " further information received from the distributor on august 13, 2015: "the removal has not been planned yet but the nurses have issued a note to make sure the products in question are held after removal. No x-rays." On august 14, 2015 the distributor corrects the age of the patient : the patient's age is (B)(6). On august 31st the distributor confirmed the lot number of the clamp involved -v1338906. (B)(4)

Manufacturer narrative:
The device involved in this event has not been received by orthofix (B)(4) (still in use by patient). Unfortunately also the code and lot number have not been made available, therefore it was not possible to perform the verification of the historical data. A technical evaluation of the devices involved was not possible as they are still in use by patient and therefore not available for the technical investigation. (Please also kindly refer to MFR report number 9680825-2015-00025 follow up 2 / 9680825-2015-00030 follow up 2 / 9680825-2015-00031 follow up 2). Medical evaluation (comprising information already provided and new information) the information available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluation: "this young man with rickets was having a correction of deformity in both femurs, using the lrs advanced and the angulation/translation clamp in both cases to make the correction. We need to understand exactly what was being planned and the exact chronology of the interventions with the appropriate x-rays. On the left femur, one of the two angulation / translation screws has broken under the load applied. In the right femur, the three 6 mm bone screws in the clamp are all bending in parallel. Both of these events, particularly the second, require enormous force to be applied, so we need to understand what has happened. With the information supplied so far it is not possible to say what happened and why. I know that the report says that x-rays will not be available, but with the current information I strongly suspect that these problems are due to user error, and we need to clarify whether this is the case or not. So this (B)(6) old male patient has had bilateral femoral lengthening after the initial operation on (B)(6). Normally I would expect that only one femur would be operated on at one time, because only partial weightbearing is suggested with external fixation of the femur. However, with bilateral fixation, partial weightbearing is impossible, so each frame would have been subject to full weightbearing, unless the patient was confined to bed for the duration of treatment, which is unlikely. The point is that because this treatment was bilateral, the frames will have been subjected to a considerable load because of the weightbearing, and this may have contributed to the failure. We do not know the type of deformity that was being corrected, but it is likely to have been a varus deformity. To correct a varus deformity of the femur with laterally placed external fixation, it is necessary to lengthen first in the usual way, then shorten and make the correction acutely. It is impossible to correct the varus without shortening, because correcting the varus with a lateral external fixator also produces lengthening. The point is also made on the manuals that the surgeon must support the limb while correction is being carried out, to reduce the load on the bone screws. We need to understand whether sufficient shortening had occurred prior to attempted angular correction. It is unclear from the information received whether the final correction was achieved or not, and we do not know the current situation of the patient. We still need to see x-rays and the treatment plan to understand why this happened." Further medical evaluation provided, after the receiving of the information of (B)(6) 2015: "it seems that they had achieved the desired length in both femora by (B)(6) and they were just correcting a deformity at that date. If the deformity was a varus, correction of it will have increased the tension in the system when it was already very high because of the lengthening. We know what happened: the angulation / translation screw broke. However, provided that the clamp locking screws remain tight, the clamp should still be stable. If the screws on the other side bent, as long as they did not bend very much, and were still parallel, it would have been ok to carry on. What has been happening in the last 4 months is that the lengthened callus will have been consolidating and ossifying. Hopefully by now the bone will be well on the way to full ossification, so some load sharing will be happening which will make the system more stable." A technical analysis of the devices involved was not possible as they are still in use by patient and therefore not available for the technical evaluation. The medical evaluation evidenced as follow: "so this (B)(6) male patient has had bilateral femoral lengthening after the initial operation on (B)(6). Normally I would expect that only one femur would be operated on at one time, because only partial weightbearing is suggested with external fixation of the femur. However, with bilateral fixation, partial weightbearing is impossible, so each frame would have been subject to full weightbearing, unless the patient was confined to bed for the duration of treatment, which is unlikely. The point is that because this treatment was bilateral, the frames will have been subjected to a considerable load because of the weightbearing, and this may have contributed to the failure." Please find below an extract from product- specific instructions for use, pq exf, instruction leaflet - orthofix® external fixation system, description & indications for use, page 3: "the orthofix external fixation system components are not intended to replace normal healthy bone or to withstand the stresses of full weightbearing, particularly in unstable fractures or in the presence of non union, delayed union or incomplete healing." A complete medical evaluation of the case was not performed as some information about the medical procedure, was not made available, i.e. Copies of the pre and post-operative x-rays, information on the treatment plan, whether the final correction was achieved or not, patient current health condition, the devices availability for the technical evaluation. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: (B)(6); body part to which device was applied: left femur; surgery description: correction; patient's information: (B)(6), previous health condition: rickets . Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "advanced micrometric translation angulation clamp. The aforementioned clamp is positioned distally on the rail of three clamps. In the angulation phase of the correction of the left femur, the distal screw whilst being screwed snapped under load." The complaint report form indicates: the device failure had adverse effects to patient -loss of distraction/correction achieved; the surgery was not completed with used device; a replacement device was not immediately available -consultant is reasonably happy enough, angulation correction has been achieved; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; it has to be decided if an additional surgery is required; copies of the operative report are not available; copies of the x-rays are not available; information on patient current health condition: also on the right femur, when performing the angulation the three distal half pins in the angulation clamp are now bending under load. The consultant has now stopped correcting the angulation under safety concerns. Note and comments: mr. (B)(6) will make a decision over the next few days to see if a further surgical correction is necessary. Further information received from the distributor on (B)(6) 2015: "the clamp is still on the rail. I have asked for it to be returned when possible." Further information received from the distributor on (B)(6) 2015: "unfortunately the clamp will not be removed from the rail for 6-8 weeks, when it is done I will send it to (B)(6) asap. No more further corrections will be done on the patient. The patient is healthy, though unhappy that the full correction may not have been achieved." Further information received from the distributor on (B)(6) 2015: "the clamp broke during the final adjustment during a postoperative clinic held in (B)(6) clinic on the (B)(6) 2015. I believe it was to be the final adjustment of the clamp on both femurs as full lengthening had been achieved very successfully. The original date of the surgery was the (B)(6) 2015, in (B)(6) hospital bilateral femoral lengthening (bifocal) and the adjustments would have been completed there after by the patient and nurses. On the (B)(6) as the consultant was twisting the screw in the clamp for the adjustment it broke (left femur) and during the same process on the right femur the pins bent. I have asked clinical nurse managers for x-rays, but they cannot release them without express permission from the consultant. Both rails consisted of a straight clamp, micrometric translation angulation clamp, and an inclination clamp. The straight clamp was positioned proximally, the inclination clamp middle and the translation angulation clamp distally. The products can be returned after removal. " further information received from the distributor on (B)(6) 2015: "the removal has not been planned yet but the nurses have issued a note to make sure the products in question are held after removal. No x-rays." On (B)(6) 2015 the distributor corrects the age of the patient : the patient's age is (B)(6). On (B)(6) the distributor confirmed the lot number of the clamp involved -v1338906. Further information received from the distributor on (B)(6) 2015: "all devices are still on the patient, and treatment is ongoing, they have achieved 9cm bi-lateral length. Treatment is continuing and I will notify you when the implants are removed." Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4). The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation and/or further information on the case are available. Orthofix (B)(4) has requested further information on event such as copy of x-rays and the treatment plan, whether the final correction was achieved or not and patient current health condition. Unfortunately, this information has not yet made available. As soon as further information and/or the results of the technical evaluation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.